Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received motor error alarms on the insulin pump, during bolus delivery. The customer's blood glucose was 488 mg/dl, which was treated with a manual prime. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The insulin pump may have been dropped or bumped. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip and minor scratched liquid crystal display window.